Manufacturer narrative:
Additional information; g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material separation remains unknown.

Manufacturer narrative:
Corrected information: g1. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a heart catheterization, the sheath was placed in the right internal jugular vein. Two days post procedure, the patient complained of leaking IV fluids from the site. It was found that a portion of the introducer was no longer attached and bleeding was noted from the outlet hole. The site was covered and the catheter and introducer were removed from the patient.